Event description:
The pt rec'd the scs system on (B)(6) 2009. It was reported the charging system was unable to communicate with the ipg. The pt also reported she had not charged the ipg for approx three months. A replacement charging system was issued to the pt. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.